Manufacturer narrative:
Additional information: section h imdrf annex b.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager lock was broken on refrigerator and failed to close or open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager lock was broken on refrigerator and failed to close or open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was broken on the refrigerator causing the door to get stuck either open or closed, required maintenance. A field service engineer noticed that the remote manager was hard to close. The fse found fridge housing coming off and hasp hitting the housing. Then the fse removed housing and tape, reinstalled with new tape, and replaced the worn-out latch and tested the device functionality by running inventory successfully. The system functioned as intended after the field service engineer repaired the device.